Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump may be having issues. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. No reported adverse impact to the customer's blood glucose.